Event description:
As reported by the user facility (translation of use facility information by (B)(4)): "the tubing has been partly split in the part that is placed inside the infusion pump and as a consequence infused solution has been dripping inside the device, an also on the below positioned infusion pumps. The 100 ml container had only 1/4 of the volume left despite that the despite that the infusion rate had been set to 15 ml/h. The three-way stopcock fixed to the patient was closed and hence no solution was administered to the patient. The infusion pump did not give any alarm of the malfunction and of the closed three-way stopcock before two hours had passed. The infusion pump below gave an error message and at this time the personnel noticed that there was liquid between the pumps. [...]

Manufacturer narrative:
(B)(4). The device is currently shipping to (B)(4) for evaluation. A follow-up report will be provided after the examination results are available.